Event description:
The user facility reported that during endobronchial ultrasound-guided trans -bronchial needle aspiration (tbna), the needle of the subject device stuck on the bronchial wall and broke. It was reported that the needle was swallowed into the digestive tract when the pt coughed and was passed out through the waste of the pt. No further details were provided including outcome of the pt.

Manufacturer narrative:
Olympus followed up with the user facility via a distributor in (B)(4) to obtain additional info regarding this report without success. The subject device has not been returned to olympus medical sys corp (omsc) for eval at present, if reportable result is found after the eval, omsc will submit the result as supplemental report. Omsc reviewed the mfg records of the subject device and confirmed that there was no irregularity. Based on the previous investigation results of similar complaints, there is a possibility that excessive force during biopsy lead to the event. Caution is given on the instruction manual against using an aspiration needle that has an irregularly bent or deformed needle tube and adding excessive force during use. This report is submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplement report is being submitted to provide the device evaluation report. The two devices were returned to omsc for investigation. The needle tube of the first device was broken at 15.5 mm from the distal end and broken part of the needle tube was deformed. The needle tube of the second device was also broken at 18 mm from the distal end and broken part of the needle tube was deformed. The distal sides of the broken needles were not returned. Both broken part of the needle tube were crushed and elliptical. There were no abnormalities of the outer diameter of the needle tube. In addition, as the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that the user attempted to straighten the bent needle tube or continued to use it again, which caused the breakage. The device instruction manual warns users that " when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.